Event description:
On may 30, 2025, we became aware of an adverse event involving a dental hygienist with our dura30-ps 30k duratip® perio slim insert. This insert is an accessory to our "turbo" ultrasonic scaler. While attempting to remove the insert from the handheld she was poked by the sharp tip of the insert. Neither the dentist nor the hygienist will share information of the event and possible treatment due to "hippa" restrictions. We were not notified of the event nor any treatment in a timely manner. We are filing this report with an overabundance of caution to comply with 21 cfr 803.10(c). The hygienist did not follow IFU precautions or operating instructions as below: "precautions" - when inserting the insert into the handpiece, always use a twisting motion. "Operating instructions" - 2. Fill the handpiece with water according to the scaler manufacturer's instructions. 3. Lubricate the o-ring with water. 4. Gently twist the insert while inserting it into a handpiece until it is fully seated. She did not twist, nor did she lubricate the handheld or the o-ring. We will file a follow-up report if we become aware of any additional relevant information.

Manufacturer narrative:
The dentist complained that the insert did not fit on handpiece. We were unable to reproduce the complaint using the actual insert and our scalers.. No problem was found. No issue to use insert as indicated. When we wet the insert and twisted as per IFU the insert had no difficulty with insert or removal.